Event description:
It was reported that the patient experienced jolting sensations. He was not able to adjust stimulation. He kept receiving a poor communication screen. The healthcare provider confirmed that they had no additional info. No patient injuries were reported.

Manufacturer narrative:
(B) (4)